Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's daughter that the customer received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 15 mg/dl at the time of the incident. The customer was at 171 mg/dl at the time of the call. The customer was not wearing the insulin pump during the incident, within less than 48 hours. The caller stated that the pump over delivered insulin after a set change. Troubleshooting was completed and the caller stated the reservoir may have been placed in the pump without the pump being rewound. The insulin pump will not be returned for analysis.